Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw areas on their skin. The patient's doctor instructed the patient to use a cream for the irritation. After using the cream, the patient reported that the irritation healed.

Manufacturer narrative:
Method: electrode belt sn (B)(4) was retuned to the manufacturer for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged te, "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the failure was isolated to an open along the front pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force. There is no indication at this time of the electrode belt damage caused or contributed to the skin irritation.

Event description:
A us distributor reported that the patient had developed raw areas on their skin. The patient's doctor instructed the patient to use a cream for the irritation. After using the cream, the patient reported that the irritation healed. A us distributor returned electrode belt sn (B)(4) to report that the electrode belt had a damaged therapy electrode and that a patient was receiving "check therapy pad" messages. There is no indication that this caused or contributed to the skin irritation.